Event description:
Procedure performed on (B)(6)2008 was 3 unit bridge prep. Injury was on buccal mucosa on right cheek. No treatment was rendered for injury. Dentist advised that pt made mention of injury at follow up appointment on (B)(6)2008.